Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received multiple, intermittent cartridge alarms (cartridge alarm 19) with multiple cartridges during basal delivery. Customer's blood glucose (bg) levels were in the 300 (mg/dl) range. Reportedly, blood glucose level was 245 (mg/dl) at the time of the report. The bg levels were addressed with changing pump supplies and delivering a bolus. Reportedly, the customer was able to load a cartridge successfully, and had manual insulin injections available as alternate insulin therapy.